Event description:
Terumo received the following reported information: after completion of a carotid artery stenting (carotid artery stenting) procedure via 8 french sheath, the physician used the angio-seal 8 french for vascular closure. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. A proglide was used first; however, was unsuccessful, therefore the angio-seal was used. Following the instructions for use, blood return was successfully confirmed, and the device assembly was completed according to the prescribed procedure. When advancing the device cap into the insertion sheath, the physician confirmed that it had been fully advanced into position and heard a distinct audible click. During the subsequent withdrawal step, another audible click was also heard, confirming that the deployment steps had been performed as intended. However, during the final withdrawal step to complete the closure procedure, hemostasis was not achieved, and the entire device assembly was unexpectedly withdrawn from the patient intact. The physician immediately inspected the retrieved device and found that the anchor and collagen plug had not been deployed as intended into the vessel wall and tissue tract. Instead, both components remained inside the insertion sheath and manual compression was subsequently applied to achieve hemostasis successfully. The patient experienced no adverse effects; the patient was stable. No blood loss was none.

Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy. A2: age & date of birth: requested, not provided due to hospital policy. A3a: sex: requested, not provided due to hospital policy. A4: weight: requested, not provided due to hospital policy. A5: ethnicity: not provided due to hospital policy. A6: race: not provided due to hospital policy. B3: date of event: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: phone number: (B)(6). The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.